Manufacturer narrative:
The insulin pump passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator and motor assembly noted during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's battery life was lasting a few days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.